Event description:
While operating in the abdominal cavity. A burn on ovarian tissue noticed by surgeons. Stated they had the disp. Scissor tip on the microline pistol handle in view at all times and didn't see it touch the tissue that appear to have the scorch mark on it. Instrument was marked and labeled as broken; placed back in the tray for processing. Processing center indicates that this was processed in per procedure and passed all quality test of laparoscopic equipment.